Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that both rv and lv leads showed high impedance, although both had previously been stable. The patient does not recall any trauma that would explain the sudden jump in impedance. The leads will be fur ther examined when the ICD reaches eri in 6-9 months.